Event description:
It was reported to boston scientific corporation that a solyx sis system, single was used on a sling placement procedure done on (B)(6), 2014.according to the complainant, on (B)(6) 2014, the patient experienced groin and leg pain. The physician palpated the sling towards the bone and when she touched one of the darts that goes into the muscle, the patient felt pain.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The exact age of the patient is unknown, however, it was reported the patient was over 18 years.